Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports having trouble with their ins since implant and they are getting to the point where they want to have it explanted; the patient had two different things. The patient is requesting an healthcare provider (hcp) listing because their hcp is no longer covered under their insurance. Patient further explained that one of the issues is pain. Ever since implant, the patient can't do certain things like yoga or lay on their back because it will hit the ins and hurt. They also found out that when they workout strongly (i.e. They did a bike ride the other day) their muscles around the ins get bruised because they push against it. Patient said it has worsened probably in the last 4 or 5 months because the ins moved down from where it was in their body; something moved. As a result of what was reported, the patient was redirected to their hcp to address the reported issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who said the ins was removed on (B)(6)2018 as it migrated and stopped helping. No further patient complications have been reported as a result of this event.